Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported via phone that the jaw on the customer's grasper grabber broke off and fell into the patient during a shoulder arthroscopy. The jaw was retrieved and the case was completed using another grasper. There were no patient consequences but a 5 minute delay was reported. The device will be returned for evaluation. The sales rep was not present during the case and could not provide any more details.

Manufacturer narrative:
Additional narrative: the complaint device was received and evaluated. Visual inspection confirms that upper jaw is broken. The broken portion of the jaw was about 7mm from the distal end of the jaw and not the whole jaw. The broken piece was not sent back for evaluation. The returned device was inspected for any other anomaly that could have contributed to the reported failure and none were found. The reported complaint can be confirmed. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. This type of failure is typically observed when the distal end hits a hard surface such as hard bone, or another instrument. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.